Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that there was liquid damage, the fuse wire at connector cover is not ok, the rotations per minute (rpm) reading fluctuates, measured rpm under 79000, and there was vibrations at the motor. It was noted in the service order ¿for repair- there will be no pressure build up.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.